Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the bending rubber perforated, the remote control buttons perforated, the insertion flexible tube buckled, the lcb distal cover glass scratched, the light guide cable for prong loose, and the angle wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.